Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned in three pieces. The drive wire, catheter and handle were all detached. The cannula connecting to the drive wire was cut inside the handle. The catheter was cut near the distal end of the handle. The snare head is still attached to the drive wire. All the pieces match up and nothing was missing. The catheter near the distal end of the handle was severely kinked and damaged. The snare head was viewed under magnification, the snare head is intact but had a few bends throughout it's length. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the returned device prohibited a full evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use contain the following information to assist with proper set-up and use of the device: "before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure." "Inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." "With electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify desired settings and activate electrosurgical unit. Note: maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy with polypectomy, the physician used an acusnare polypectomy snare. In the process of a polyp removal using a large snare by the provider, the rn assistant was able to close the snare to the "20" mark but no cautery was noticed despite confirmation of operational grounding pad and electrosurgical generator. The snare sheath buckled with pressure when enclosing the polyp tissue within the snare. An inadequate cut and burn occurred and the provider was unable to loosen the snare off the polyp. The provider then had to manually cut the snare at the handle, withdraw the snare and scope, and go back in the colon to retrieve the snare loop from the patient with forceps. They completed the procedure with a different snare. A section of the device remained temporarily inside the patient¿s body, but was successfully retrieved with forceps. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.